Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl; cause was unknown. Bg was addressed by delivering a bolus and changing infusion set. System check was not performed as tandem technical support was not contacted at the time of the event.